Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual drop in right ventricular pacing impedance measurements. A low out of range pacing impedance measurement of less than 200 ohms was recorded. Technical services recommended device data be sent for review and the next follow-up clinic visit. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.e1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.